Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the report of "december 2019". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer experienced symptoms described as excessive thirst, a loss of weight, and flu like symptoms and received a sensor scan result of 152 mg/dl. Customer was seen at a hospital where a reading of 745 mg/dl was obtained on the hcp device and customer was diagnosed with diabetic ketoacidosis (dka). A laboratory glucose result of 750 mg/dl was also reported, and customer was treated with insulin (dose/type unknown) and intravenous fluids. There was no report of death or permanent injury associated with this event.